Manufacturer narrative:
This record was identified during a retrospective review of mdrs to identify records in which an event occurred, but the type of reportable event was not indicated appropriately.

Manufacturer narrative:
Investigation: the customer stated that he only had 40-50ml left to finish the depletion when he had to end the procedure. He was advised by the terumo bct call center to consult the physician on how to proceed for the rest of the depletion. He was also advised to resolve the alarms when they occur by following the troubleshooting screen or calling the terumo bct support line at the time they are occurring. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that during a red blood cell exchange (rbcx) procedure, he got the following alarms: "patient's fluid balance may be 5% lower than reported". "Patient's fluid balance may be 10% lower than reported". "Patient's fluid balance may be 15% lower than reported". He did not resolve the alarms at the time, so he was left with the only option to discontinue the procedure. Actual patient volumes are not known at this time. Patient information and outcome are not available at this time. The disposable set is unavailable for return for evaluation because it was discarded by the customer.

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. The run data file (rdf) was analyzed for this event. Signals in the rdf indicate that the fluid balance reported on the spectra optia system is +6.33 ml and the patient's tbv is (B)(4) ml. The worst-case fluid balance for the patient was calculated to be (B)(6) at the end of the procedure. Root cause: the disposable was unavailable for specific root cause analysis. The signals in the run data file indicate that the spectra optia system operated as intended by triggering the fluid balance alarms to notify the operator that the system had detected a discrepancy in the amount of fluid that was expected to be in the reservoir and the amount of fluid that was actually in the reservoir. Based on the information available, it cannot be ruled out that there could have been an air bubble in the centrifuge which was initially causing the centrifuge pressure exceeded limit alarms early in the procedure. After the operator stopped the centrifuge the air bubble could have moved into the plasma line which could have prevented fluid from flowing back to the reservoir which can lead to fluid balance alarms if not corrected. The optia system reported an alarm suggesting that the patient¿s fluid balance may be lower than reported. Based on the rdf analysis calculations, the maximum final tbv is within (B)(6) of the starting tbv.

Event description:
The patient's weight was obtained from the run data file (rdf).

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Event description:
The customer declined to provide the patient's identifier or weight. No medical intervention was needed for this event and the patient is in stable condition.